Manufacturer narrative:
Analysis of the ins, (B)(4), found that it was functionally okay with insignificant anomalies. Product analysis #(B)(4): analysis information -- 2017-03-24 20:01:35 cst pli# 10 product ID# 3058 the ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Concomitant medical products: product ID 3889-28, lot# va0mnbg, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from the manufacturer representative (rep) that indicated that the battery was explanted and sent back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated sister of patient checked and confirmed ins was off (this was last night). The rep noted patient is in hospice / assisted living and has had ins turned off for about 6 months with no access to remote. The patient was experiencing shocking and shooting pains down leg (unknown which side). Patient felt the stimulation was turning on and off by itself. The patient was not recently exposed to medical test and emi environmental. CT scan reported about one year ago. The patient¿s change in symptom was noted as sudden. Additional information reported 6 days later indicated that the cause of pain was unknown. Patient will have device removed. Doctor determined not device related issue since device has been off for over a year. Additional information reported that representative checked the device had been off. There was no record in pt data of device turning on and off. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.